Event description:
Patient reported ongoing issues with their t-slim pump not charging, despite trying various solutions like different plugs and restarting the pump. There was no adverse impact to the customer¿s blood glucose level. The cts team decided to replace the pump and informed patient about the shipment and necessary steps to return the problematic pump. Patient agreed to use a backup insulin pump in the interim and acknowledged the instructions provided.